Event description:
It was reported that when the patient would turn stimulation on and off, there was soreness at the device site. When the stimulation was on, there was stimulation in the wrong location and the stimulation seemed to have shifted up and down. The patient was in a car accident and had a fall in the shower. The patient wanted to have the implant take out. Subsequent information received reported that the device was interrogated and impedances were all normal on (B)(6), 2012. The patient was concerned about the change in stimulation and will be meeting with his physician and the manufacture representative on (B)(6), 2012 to perform an x-ray and review. A possible intervention for a lead revision may be discussed between the physician and the patient at the (B)(6) meeting. Further information received reported that the physician wanted to do a full explant of the system to do a full spine MRI to ensure there are no issues from the motor vehicle accident before he reimplants at a later date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, product ID 3550-29, lot# n293284, implanted: 2011-(B)(6), product type accessory. (B)(4).